Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the device status log had multiple failures. This was further clarified by a philips fse as ECG failures for the processor pca. There was no patient involvement.